Event description:
Device 1 of 2 reference MFR. Report: 1627487-2014-23346. The patient received two scs systems. It was reported the patient was receiving ineffective stimulation from his epidural scs leads. The sjm representative met with the patient, provided a new program and instructed the patient to try it for a week. The patient is to consult with the sjm representative and the physician regarding possible surgical intervention as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.